Event description:
It was reported the device was dropped and both screens (top and bottom) are broken. The device was returned to the manufacturer for repair, analyzed and tested out of specification. There was no patient involvement indicated.

Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the lcd (liquid crystal display) is damaged. Analysis also found the battery contacts are compressed. The upper case, lower case, and two side bail covers are broken. Two case screws and two side bails are missing. The ring is bent. (B)(4).